Manufacturer narrative:
Follow-up #1 date of submission 06/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/01/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and no further evidence of moisture ingress was found. The pump did not power on during testing due to the moisture in the battery compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged, and evidence of moisture ingress was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.(B)(6).